Event description:
The passeo-14 balloon catheter was selected for treatment. The passeo-14 balloon could not be inflated as it reached the lesion below the knee. Upon removal a leakage was found in the balloon, and another device was used for the procedure. The balloon was scrapped by the hospital and could not be returned.

Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the instruments were manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test and a pressure test. Only the instruments which pass these tests are further processed. The instruments were delivered in a leak-proof and pressure-tight condition. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.